Event description:
Customer reported he was unable to rewind the device. Customer stated he had to run a dual bolus before dinner and that is why he can't rewind the device. Customer's blood glucose was 160 mg/dl. Customer mentioned the batteries were not lasting long. Customer used duracell copper top. Customer has to change the battery and device does not alarm low battery. Customer was advised to monitor the device and call back when alarms or issues occurred so troubleshooting can be performed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.